Event description:
Boston scientific received information that one day post implant, loss of capture and an absence of brady pacing, were exhibited with this newly implanted system. The day following this observation, the device and associated right ventricular lead, were successfully removed from service and a competitor system implanted. Both explanted products are intended to be returned for a post market evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly analyzed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.